Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the customer stated that the vessel sealer extend (vse) instrument was connected to the top bipolar port, and a fenestrated bipolar instrument was connected to the bottom bipolar port. The vse connection at the erbe showed a question mark and the fenestrated bipolar instrument was showing arm 4. While the fenestrated bipolar instrument was making a sound like energy was being applied, there was no tissue effect. Prior to calling for technical support, the customer had replaced the bipolar cable and the vse instrument with no change. Customer explained the bipolar cables were aligned properly. Intuitive surgical, inc. (Isi) technical support engineer (tse) had customer removed the fenestrated bipolar instrument from arm 4 and disconnect the cable from the erbe. Then, the vse instrument connection changed from a question mark to number three. Tse recommended the customer to replace the bipolar energy cable, however, the surgeon did not want to complete any further troubleshooting and elected to convert the procedure to open. The live logs did not reflect any erbe related errors. The procedure was completed via open surgery and there was no report of patient harm due to this event. Intuitive surgical, inc. (Isi) followed up with the site's da vinci coordinator who stated that no further information is available at this time.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was unable to reproduce any issues with the integrated electro surgical generator unit (iesu) or e-100 generator. Fse noticed that the vision side cart (vsc), iesu, and e-100 were all in one outlet. Fse informed site to have the systems on a dedicated circuit. Service maintenance accomplished to manufacturer¿s specifications. The system was tested and verified as ready for use. A follow-up MDR will be submitted if additional information is obtained. There was no image or video clip submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer (tse). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additional logs show an abdominoperineal resection procedure was performed on 13-jul-2022 via system sk1664. This event is being reported due to the following conclusion: it was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the vessel sealer extend instrument at the erbe was showing a question mark and the fenestrated bipolar instrument was making a sound like energy was being applied, but there was no tissue effect being observed. The staff did attempt to troubleshoot the issue, but eventually the surgeon no longer wanted to troubleshoot and elected to convert the procedure to open surgery.